Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2023 was used as estimate.

Event description:
It was reported that the patient stated that, eight months after the implant procedure, the pump of this inflatable penile prosthesis (ipp) stopped working properly. At that time, the physician confirmed the device issue; however, no suggestion for a revision was made. Two weeks later, the device stopped working completely; therefore, a replacement procedure was recommended. No further information was provided.